Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. The battery longevity had fallen from 6.5 years remaining to1 years in approximately 15 months. The device had reached elective replacement indicator (eri) battery status. A replacement procedure was likely to be scheduled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. The battery longevity had fallen from 6.5 years remaining to 1 years in approximately 15 months. The device had reached elective replacement indicator (eri) battery status. A replacement procedure was likely to be scheduled. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.